Event description:
It was reported that after insertion, the pt pulled the catheter and the catheter was torn 88 centimeters from the tip. Customer observed the part of the remain catheter at the insertion area, the clinician removed the catheter. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for eval.